Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual observation noted the case was slightly swollen. There are tool marks on the case and header. And body fluid contamination was found in the lead barrels. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, the eri to eol time period was shortened due to a higher-than-typical buildup of internal battery impedance. The device was capable of detecting and treating arrhythmias, as the battery itself had sufficient capacity remaining to provide therapy if needed.

Event description:
Boston scientific received information that this device was returned after reaching end of life (eol) and going into storage mode. There were no allegations against the functionality of the device. A request for additional information was sent however the field representative who was contacted was unaware of any issues regarding the device. There were no adverse patient effects reported.